Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a failure affected the access to patient specific bins. Nurses were unable to view or access the option to open the tower doors for patient bins on the station. However, pharmacy technicians were able to view and load medications into the same patient-specific locations under the medication ID "pnc." The discrepancy resulted in nurses being unable to access patient-specific bin contents.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a technical support specialist verification with subject matter experts, it was confirmed that the med ID "pnc" is not currently assigned to any active order; therefore, it does not appear on pyxis devices. The medication can still be loaded by pharmacy staff because it remains pended to the station, allowing local refill functionality. As a workaround, the med ID "pnc" must be assigned to an order if access to the tower door is required through that med ID. This behavior is a supported system limitation, and no additional supported workflow is available. Customers requiring alternate functionality were advised to submit a product enhancement request through the pyxis customer portal. The system functioned as intended after the technical support specialist guided the customer.